Event description:
It was reported that during implant, the right ventricular (rv) lead was initially placed successfully but had a high defibrillation threshold so it was attempted to reposition the lead. But once the lead was retracted from the rv, the implanter could not get the lead to prolapse back into the rv. Different stylets were tried but none were successful. The lead would not flip into a j shape to allow entry into the rv. Finally, the rv lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).